Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
The caller reported that the patient had vomiting and his blood glucose has risen to 1153 mg/dl due to pneumonia. At the hospital, the operators noticed that the cannula was not inside the patient's body. The caller stated that this problem has also occurred in the past. The type of treatment and blood glucose results obtained at the hospital were not provided. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion set was requested to be returned for product evaluation.